Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. Customer declined to troubleshoot for hospitalization and diabetic ketoacidosis. Customer been on injections the last 3 days. Insulin pump will not be returning for analysis.